Event description:
The customer stated that she was hospitalized for low blood glucose. No blood glucose reading was reported. Troubleshooting revealed that the customer had delivered a bolus prior to the hospitalization. The customer's blood glucose reading was 55 mg/dl at the time of the bolus. The customer stated that she was bolusing for her meal, but she did not finish the meal. Also, the carbohydrate ratios may need to be adjusted. Advised to speak with her doctor about the ratios. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.